Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2003; yrechxc1655 stent graft, implanted: (B)(6) 2005; yrechxc1655 stent graft, implanted: (B)(6) 2005; yrbrx2816135 stent graft, implanted: (B)(6) 2005; yrirhxc16115 stent graft, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device apparently reached end of service (eos) within several weeks of triggering recommended replacement time (rrt). The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The device lost telemetry and function due to a severely depleted battery. The cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. No carelink files were found for this device. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis revealed that lithium plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.